Event description:
The customer reported that during a vaginal uterus extirpation, the device jaws could not be re-opened while applied to tissue after 15 applications. The device was pried off tissue with another instrument. The device knife was reported as protruding from beyond the jaws. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.